Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 40 events were reported for this quarter. Product return status: 36 devices were received. 4 devices were not available for evaluation. Event confirmation status: 23 reported events were confirmed. 13 reported events were not confirmed. Evaluation results: 13 devices were found to be affected by internal corrosion. 16 devices were found to be affected by compromised lubrication. 6 devices were found to be affected by shattered bearings. 1 device had no problem found. Additional information: 40 devices were not labeled for single-use. 40 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 40 </noe> malfunction events in which the device reportedly overheated. 37 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.